Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on reviewed information, tissue damage was result of procedural conditions and mitral regurgitation (mr) was a symptom/ cascading effect of tissue damage. The reported patient effects of mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted however the mr was unable to be reduced. Damage to the leaflet was noted. The procedure was aborted at this time with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.